Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported by a healthcare provider (hcp) that this pacemaker device exhibited a remote monitoring alert indicating that the device reverted to safety mode with limited critical pacing therapy still available. Boston scientific technical services (ts) discussed with the hcp that the device contains architecture that includes redundant hardware, known as safety core, that ensures basic pacing therapy remains available to the patient when a non-recoverable fault occurs. Ts discussed device safety mode parameters, specifically unipolar sensing and pacing, and the automatic gain control sensing method. Ts provided guidance to confirm the device condition via an interrogation with a programmer and indicated that the device be replaced as soon as possible. The patient was noted to be pacing therapy dependent so ts explained that the concern would be the possibility of pacing inhibition occurring due to myopotential oversensing in the unipolar configuration. The hcp indicated that they would contact the patient and schedule them for a clinic visit. The device was subsequently explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. Information indicates this lead is currently in the possession of the explanting hospital and will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported by a healthcare provider (hcp) that this pacemaker device exhibited a remote monitoring alert indicating that the device reverted to safety mode with limited critical pacing therapy still available. Boston scientific technical services (ts) discussed with the hcp that the device contains architecture that includes redundant hardware, known as safety core, that ensures basic pacing therapy remains available to the patient when a non-recoverable fault occurs. Ts discussed device safety mode parameters, specifically unipolar sensing and pacing, and the automatic gain control sensing method. Ts provided guidance to confirm the device condition via an interrogation with a programmer and indicated that the device be replaced as soon as possible. The patient was noted to be pacing therapy dependent so ts explained that the concern would be the possibility of pacing inhibition occurring due to myopotential oversensing in the unipolar configuration. The hcp indicated that they would contact the patient and schedule them for a clinic visit. The device was subsequently explanted and replaced the following day. No additional adverse patient effects were reported. Additional information indicates that the patient subsequently reported having severe shocking spells related to this pacemaker device. Pacemaker devices are not designed to provide shocks. Attempts to gather additional information were unsuccessful. No additional adverse patient effects were reported.